Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke with a continuous glucose monitor reading of 400 mg/dl and experienced a high blood glucose event for a few hours after changing ilet supplies the prior night; insulin was observed pooled in the cartridge chamber and a leaking cartridge was seen, and the user had been attaching the infusion connector to the cartridge outside the pump before insertion. Symptoms included malaise, dry mouth, and headache consistent with hyperglycemia. Outcomes included a delay to appropriate therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a use-of-device problem related to assembly sequence, and no specific component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.